Event description:
Report received from (B)(6) stating the device's "sleeve does not slide down." The device was not being used during a procedure. It is unknown if injuries or medical intervention were reported. The date of the event is unknown. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).